Event description:
The facility reports the caregiver was attempting to transfer the pt from the recliner to the wheelchair. The caregiver hooked up the straps and connected the cords and attempted to move the pt. All was going smoothly when all of the sudden the pt collapsed (let go of the bars) and the strap broke. The pt flopped back down into the recliner. The padding was still connected with cords secure, but the strap was still around the pt's waist. The facility has two lifts on this floor and was unsure which was involved in the event. Both were inspected by an arjo representative and found to be in good condition and operating to specification. The sling was also inspected. Both belt loops for holding the inner belt had come off on one side. (B)(4).

Manufacturer narrative:
Following a review of complaint file (B)(4), the following additional info was found, and documented here: in reviewing the file, a typographical error was noted, which mentioned a sara 3000, whereas the complaint is related to the use of a sara plus active lifter. This is worth nothing as the sara plus has a different way of supporting the pt and the sara plus has specifically designed for it, e.g. The (B)(4) slings. With the (B)(4) sling model, the pt is supported in a way that would make it exceedingly unlikely for the pt to suffer any harm if the chest strap were to completely fail. This is because, when the instructions in the sara plus operating and product care instructions (B)(4) are followed, the resident's back will take the shape of "stomach forward, shoulders backward," which ensures the sling stays in place. This conclusion has been tested and is supported by the data contained in test report (B)(4). Based on a second review of this test report and the event description, the manufacturer has concluded the factors involved in this event are most unlikely to lead to the alleged outcome of the event. The manufacturer believes there is a very remote possibility that a pt may fall backwards in the event the pt totally collapses (lets go of the hand bars of the arm and elbow support and goes completely limp) or actively manages to wiggle off and under the arm and elbow support to come into a position where the pt hangs secured only by the chest strap. In the latter case, the chest strap theoretically could break, especially if it is already weakened by wear and tear. This series of events in theory could result in a fall or adverse event. However, under the conditions described for the reported event, a pt is unlikely to fall in such a way as to cause death or serious injury. The manufacturer has simulated the event as described (test report #(B)(4)). This was the basis for originally not reporting the event as an MDR. However, out of an abundance of caution, the manufacturer has decided to submit a medwatch report for this event.